Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 12/05/2025. The patient¿s dexcom app displayed inaccurate glucose readings compared to manual finger-stick measurements on the same day the sensor was applied to the arm. While the dexcom app reported estimated glucose values (egv) of 76-80 mg/dl, emergency medical technicians (emts) measured the patient¿s blood glucose at 24-34 mg/dl. The patient experienced severe hypoglycemia symptoms, including dizziness, visual disturbances (bright lights), and near syncope, requiring immediate emergency medical assistance from emts at a convention. The patient was stabilized and reported feeling well at the fine of documentation. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.